Event description:
Device removal was difficult due to the cuff-roll. The indwelling time was unknown.

Manufacturer narrative:
The complaint for "cuff roll" is inconclusive due to the condition of the sample. The sample was received with no evidence of the balloon material rolling on itself. During functional testing the balloon was inflated with a 20cc syringe filled with water. The balloon inflated with no difficulty and no leaks were observed during inflation. During water retraction the walls of the balloon was observed collapsing in a uniformed manner. No "cuff rolling" of the balloon material was observed. Gross visual and microscopic examinations and functional testing shows no evidence of a defect or deformity related to the manufacturing process. A chr is not possible, as no manufacturing lot number information has been provided by the complainant.